Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd carryover between patient samples had occurred. The following information was provided by the initial reporter: the dra notes that between shows and shows the team generates drag. Comments: sample line not flushed properly during sit flush.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing high carry over. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 25mar2021 to date 25mar2022. ¿ complaint trend: there are 7 complaints related to the issue of high carry over. Date range from 25mar2021 to date 25mar2022. ¿ manufacturing device history record (DHR) review: DHR part #663029, serial # (B)(6), file # 663029-663029-r663029000257-107279380-21, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a worn pump. The customer initially reported the high carryover and an fse (field service engineer) was sent onsite for the repair. The fse verified the fluidics, sit flush operation, and position of the sample line and flow cell connectors. They also cleaned the sample line and replaced the p2 pump (pn 647939). After the repairs, the instrument was tested and confirmed to be functioning as expected. No parts were requested for evaluation as there was no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02386903, case # (B)(4). Install date: n/a. Defective part number: 647939 - p2 aspirator pump. Work order notes: o subject / reported: the team has drag. O problem description: the dra notes that between shows and shows the team generates drag. O work performed: fluidic verification, sample line cleaning, sit flush operation verification, p2 pump change, needle washing verification with sample line outside, verification of flow cell connectors. Sample and water tests. O cause: sample line not flushed properly during sit flush. O solution: equipment working normally. Fluke brand multimeter, series 54722485mv. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O azure ID: (B)(4). O ID: libivd-ra-243 3.1.21. O reg status: ivd; ruo. O hazard: incorrect or no assay results. Source: fluidics fmea. O cause: pump degradation. O harmful effects: potential incorrect results. Field service visit required. O risk control: implementation of cms errors for acceptable vacuum limits in vacuum accumulator. O req link (azure ID): (B)(4) libivd-fw-379 monitor dynamic vacuum pressure, 90230 libivd-fw-511 monitor static pressure, 93260 libivd-did-1910 vacuumpressure monitoring. O implementation verification: vacuum pressure out of range detection test procedure is cmsvp-fl -error_notification-liberty.doc and test cases are from tc043 to tc048, libivd-se-15-72p. O effectiveness verification: liberty cms firmware test summary report, libivd-se-15-72f. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the carryover was due to a worn fluidics pump. ¿ conclusion: based on the investigation results the root cause of the carryover was due to a worn fluidics pump. The fse performed the repair by verifying the fluidics, cleaning the sample line, verifying the sit flush operation, replaced the p2 pump, and verified the sample line and flow cell connectors. After the repairs the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd carryover between patient samples had occurred. The following information was provided by the initial reporter: "the dra notes that between shows and shows the team generates drag" "comments: sample line not flushed properly during sit flush"